Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The delivery system was returned in position 2. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem. No other problems were noted to the stent and delivery system. The reported event of stent first flange difficult to position cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event of stent first flange difficult to position; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystic drainage procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope, and the scope was twisted right at a down angle while pushing the catheter; however, the second flange did not release from the scope. The catheter hub was moved in and out, but the second flange still did not release from the scope. The physician adjusted the scope angle, which resulted in the stent first flange being pulled out of the cyst. The stent was removed along with the scope. Another puncture was created, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cystic drainage procedure performed on (B)(6) 2023. The physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope, and the scope was twisted right at a down angle while pushing the catheter; however, the second flange did not release from the scope. The catheter hub was moved in and out, but the second flange still did not release from the scope. The physician adjusted the scope angle, which resulted in the first flange of the stent being pulled out of the cyst. The stent was removed along with the scope. Another puncture was created, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.